Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead product ID 977a290, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead product ID neu_unknown, serial# unknown, explanted: product type unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a lead revision due to the previously reported impedance issues. Upon taking the first x-ray during the revision, is was observed that one lead apparently had three electrodes detached from the other five electrodes. This was verify when the physician removed the lead and found one lead was broken. Both leads were entirely explanted and replaced with new leads. The leads will be returned for analysis. Photo of broken lead is attached.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 06-feb-2024, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 06-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that all electrodes except 14,15 are red/orange. 14 & 15 were green but impedances were still high. The patient getting ¿cannot provide desired intensity settings¿ from controller due to this. Factors that may have contributed to the issue was noted to be patient compliance with restrictions after implant. The rep noted that they tried running impedances in different positions and with a headband on as well to provide pressure as the patient's leads went up into the ri upper neck/head. No differences in impedances were found when doing this. The rep reprogrammed the patient using 2 electrodes that were still functioning. They were able to feel scs which they hadn't been able to, but the stimulation was not in the correct area of their pain. The patient's doctor wanted the patient to try the new program and follow-up in four weeks and at that time a lead revision may be scheduled. No surgical intervention occurred or was planned at this time.

Manufacturer narrative:
H2: device evaluation product ID# 977a290, (serial/lot # (B)(6)), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) was/were broken. Following product analysis it was determined that the following codes no longer apply to this component within the system: b20, c20, d14. The following codes are now applicable to this component within the system: b01, d15, c070603. Product ID# 977a290 (serial/lot # (B)(6)) implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Evaluation of x-ray showed the product intact while in vivo, therefore it was concluded that the damage was likely caused during explant, which resulted in the lead becoming segmented. Following product analysis it was determined that the following codes no longer apply to this component within the system: b20, c20. The following codes are now applicable to this component within the system: b01, c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
All were high except 14,15. Rep does not have the exact measurements. Rep reported surgical intervention (lead revision) is planned on (B)(6) 2022. Issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2020, : product type lead product ID 977a290, serial# b)(6), implanted:b)(6) 2020-, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.